Event description:
It was reported that the pa was closing the subcutaneous tissue for a total knee. The knee was flexed. Approximately 3/4 of the way through, the needle broke. Both pieces were retrieved. Free needle was used to complete the closure, which also broke in this tissue. No pt consequences reported. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method, results and conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good item/lot number, it is not certain if there were any quality issues against the needle component or the finished good lot. (B)(4). Item number and finished good lot number - unk.